Event description:
2026-04-21 didha178: customer reported implant loss, patient came with the implant in hand replacement to 3.8/13 ot 68011151.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.